Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap banding, the device was tested and passed off but every time it was used with the handswitch button it would blink "tip" on the generator. The second device was used with the same results. The case was completed with bovie. There was no adverse consequence to the pt.